Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a 95% stenosed mid left anterior descending coronary artery, with mild tortuosity and heavy calcification. The vessel was pre-dilated with an unspecified 2.0x12mm balloon and a 3.5x28mm xience v stent was deployed. An edge dissection was observed and another xience v stent was used to cover the dissection. There was no interaction of devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.